Event description:
The pt's mother reported e7 (electronic) error was displayed on (B)(6) 2011 and the battery was changed to clear the error. On (B)(6) 2011, the pt's blood glucose measured 280 mg/dl in the morning and he bolused through the infusion device. The pt went to school and his blood glucose elevated to 400 mg/dl and he bolused through the infusion device. The pt's blood glucose elevated to 580 mg/dl and then measured "hi" on his blood glucose monitor. The school called the mother and the ambulance. The mother bolused 1 unit of insulin through the infusion device. In the ambulance, the pt's blood glucose measured 450 mg/dl. The pt was switched to the backup infusion device. The pt was released from the hospital when his blood glucose lowered. The pt's normal blood glucose range is 100-150 mg/dl. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.